Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference 2017865-2020-22072, related manufacturer reference 2017865-2020-22074. It was reported that the patient's pocket was open enough to see the device. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead were explanted due to infection on (B)(6) 2020. A new cardiac system was implanted on (B)(6) 2020. The patient was in stable condition.